Event description:
The following additional information was obtained. Per report, the previous report of postoperative intraocular pressure (iop) elevation was deemed "no longer an adverse event" by the study investigator.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented postoperatively with iritis, which was described as "mild", "non-serious", and "definitely study related". Reportedly, the iritis was noted as "recovering" with a change in medication (prednisolone eye drops). Additionally per report, the patient presented approximately two (2) months later with elevated intraocular pressure (iop), which was noted as "mild", "non serious", and "definitely study related". Per report, the patient "recovered" the same day with a medication change (dorzolamide eye drops). Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iritis and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).